Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 154 mg/dl. Tandem technical support had the customer perform a system check and the occlusion was found to be in the cartridge. The customer changed the supplies to the pump and delivered a correction bolus.